Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited shock impedance measurements of greater than 200 ohms, as captured on an alert for elevated system impedance. Technical services (ts) discussed options with the health care professional (hcp). This electrode and s-ICD remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.